Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user smelled insulin. The user successfully tightened the luer lock connection and primed out the air bubbles from the tubing. At the time of report, the user's blood glucose (bg) level was 190 mg/dl and stated that they recently ate food. A follow up with the user indicated that the user stopped insulin delivery and stated that their bg level was 250 mg/dl. The user addressed bg level by reconnecting to the pump and delivering a bolus.